Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had discomfort due to the superficial nature of the leads and the extensions. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had discomfort due to the superficial nature of the leads and the extensions. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial/lot #: (B)(4)/ 152921, description: scs 50cm iii lead model #: sc-3138-35 serial/lot #: (B)(6)/ a27019 description: scs phiii ext 35cm.